Event description:
It was reported that prior to starting a davinci si surgical procedure, while the customer tried to load the clip on the small clip applier instrument, the tip bent. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that one side of the clip applier was found to be broken and the other side was bent at the midpoint section. The grips should have been straight, but they had a bend angle of roughly 30 degrees. The breaking and bending was likely due to applying force to the grip while trying to install the clip. The clip applier missing part was not returned with the instrument. Evidence not conclusive, but damage is likely due to mishandling/misuse. No other damage found. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments.